Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the pin on the video connector socket was bent likely due to the user connecting the plug to the video connector socket with foreign matter on the video connector, or the user inserting foreign matter in the video connector socket, causing the b30 error (scope communication error). This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty video connector.

Event description:
Olympus was informed of a report of b30, scope communication error, when using a urr-v2 scope with the cv-190 video processor. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.